Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A complaint history examination indicates thirty six additional complaints were associated with the trocar valve lots for the reported issue. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection process. The post assembly inspection has been discontinued and effectiveness check has been established and will be monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced hypotony when a trocar cannula leaked during a vitreoretinal procedure. The issue was resolved by replacing the product and the procedure was completed without consequences to the patient. Additional information and a product sample have been requested.